Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The viscoelastic used is not approved for use with the cartridge reported for this lens model. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Completed questionnaire was received on (B)(4) 2013. (B)(4).

Event description:
A surgeon reported a pt with an unexpected outcome following an intraocular lens (iol) implant procedure. Additional info received from the technician who reported that the cylinder was not corrected. Additional info received from the surgeon, who reported he is considering an exchange of the iol.